Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition and a torn downstream occlusion (dso) seal. The event history log was unable to be duplicate due to system fault 46510. Functional testing was able to duplicate the reported problem. Error code 46510 was due to a fault during the regular application mode. The fault is linked to a user interface interrupt request issue. It was determined that the root cause was due to main board and a torn dso seal. The main board and dso seal were replaced to address the issue. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had ec 46510 / downstream occlusion damaged. No customer damage reported. This issue is not related to physical damage/abuse. There was no delay of therapy. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.